Event description:
A malfunction on the pump was reported by the caller, identified by a malfunction code but with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, and the customer successfully reset the pump independently, resuming insulin and cgm sessions without further issues. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues reoccurred.